Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 on the two-door auxiliary tower had failed, required maintenance and would not recover. A field service engineer (fse) replaced the latches in the latch column to restore proper communication since the latch clicked three times when attempting to access the door. The fse verified door open and close functionality using the hardware test application and confirmed successful access, storage space recovery, and accurate inventory operation through the medication application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the door was failed on tower, the door was not detected as open and displayed a maintenance required message. Customer restarted the device, but issue persist. However, there were no delay or adverse events or injuries reported based on this event.